Manufacturer narrative:
H3. Analysis of the wireless recharger (s/n (B)(6) ) found the device was unresponsive as the flash sector read/write protection bits became set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) is not charging ipg at all. Button is not responding to single press or long press. No environmental/external/patient factors that may have led or contributed to the issue were identified. The product would be replaced. The issue resolved. No symptoms were reported.